Event description:
The stapler would not close in order to be fired. The dr. Uses this stapler frequently. A second stapler closed on the same tissue and fired without hesitation. This occurred during a critical point in the surgical case.